Event description:
It was reported "a helium leak alarm occurred during machine operation after placement of the tube, and the balloon was found to be leaking after it was withdrawn". To continue therapy, the catheter was replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the teflon sheath was noted on the returned iabc. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Spots of dried blood were noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The sample was likely cleaned prior to the return. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0063in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane near the iabc distal tip. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted approximately 4.6cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or de-bris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon was found to be leaking" is confirmed. During the investigation, a puncture consistent with contact from a sharp object, was found the on the iabc bladder, which can allow blood to enter the helium pathway and can cause the helium loss alarm. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined; a potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "a helium leak alarm occurred during machine operation after placement of the tube, and the balloon was found to be leaking after it was withdrawn". To continue therapy, the catheter was replaced. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".